Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
On 8/13, the pt began obtaining low blood glucose results on her one touch basic meter. She did not report symptomology. Her am fasting result was 36 mg/dl. She consulted her physician and was informed to eat breakfast but not take her morning insulin. Her pre-lunch blood glucose result was 32mg/dl. Again, she consulted her physican who told her to proceed to the hosp, where a 2/p laboratory glucose result of 620 mg/dl was obtained. The pt was admitted and treated with IV insulin. The pt stores her test strips outside of the vial in the meter case, a practice which is warned against in the package insert. The meter was in calibration on 8/16, reading 80 within a labled range of 70-94, however, a control solution test performed on the test strips in question on the same date was 10, well outside the typical labeled range range (range not available as vial had been discarded.